Event description:
Have been consistently having problems with ground pin on advanta beds. When the plug is removed from the wall, the ground pin becomes dislodged from the plug, resulting in a grounding error on the bed and potential for microshock hazard. Has occurred on 155 of 393 beds purchased in a little over a month's time.